Event description:
Reporter alleged obtaining discrepant back to back glucose results of 372 mg/dl, 263 mg/dl, 195 mg/dl, 203 mg/dl and 165 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.